Manufacturer narrative:
.

Event description:
The customer reported erratic and imprecise diluted beta human chorionic gonadotrophin (bhcg) results for three patients, on separate days, involving the access 2 immunoassay system. Subsequent analyses of the patients' samples, on an alternate access 2 system, recovered reproducible results that correlated with the patients' clinical status. One erroneous result was released out of the laboratory. The patient had an ultrasound performed based on the erroneous value. There has been no report of current patient outcome to date. Patient samples were collected by the emergency department (ed) staff in a 13x100 ml serum separation tube (sst) and centrifuged at 5,000 rpm (rotations per minute) for ten minutes. The customer allows samples to clot between five to ten minutes prior to centrifugation. Quality control (qc) and system check were within specifications at the time of the event. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument. This is report three of three referencing the event date noted.

Manufacturer narrative:
The field service engineer (fse) performed a diluted human chorionic gonadotrophin (dil-hcg) precision study with a percent coefficient of variation of (%cv) of 11.4%. The fse noted the customer replaced the transducer and ultrasonics board but did not improve performance. The fse then replaced the precision pump and performed a second dil-hcg precision study with a %cv of 1.9%. The fse proactively replaced the instrument wash tower and the exhaust fan after observing some visible and audible issues. System checks and high sensitivity system checks were passed within specifications prior to service. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications. Wash tower. All related medwatch reports associated with this incident: 2122870-2013-00284, 2122870-2013-00285, 2122870-2013-00286.